Manufacturer narrative:
Correction: h6 - health effect - clinical code. Additional information: h3 - the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. H6 - investigation coding.

Manufacturer narrative:
Section d10: concomitant products. Anatomic replicator plate, 1.5mm o/s (cat# 300-10-15 / serial# (B)(6)). Square torque defining screw kit (cat# 300-20-02 / serial# (B)(6)). Equinoxe, humeral head short, 47mm (beta) (cat# 310-01-47 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 8.5 years post initial right tsa, the 57 y/o female patient had a revision due to poly wear and recent shoulder recall. Patient was changed from anatomic to reverse. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The devices are not available for evaluation due to devices were disposed at hospital.